Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, I was discovered that the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.